Event description:
Litigation papers allege significant increase in pain in patients right hip, weakness in her right leg and loss of range of motion in her right hip.

Event description:
Litigation papers allege significant increase in pain in patients right hip, weakness in her right leg and loss of range of motion in her right hip. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral head. The unknown liner has been rejected due to being a competitor product. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.